Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. An additional phone number for the initial reporter is (B)(6).

Event description:
The reported event involved a tego¿ connector which was reported to have blood leakage through the tego plug of the central venous catheter (cvc). The patient arrived at the health care center with stained cvc curative material. Although the event occurred during use on a patient, there were no related symptoms, no need for medical intervention and no harm reported as a result of this event.

Manufacturer narrative:
61 new tego connectors of lot #5189867 and 3 new tego connectors lot #5408793 were received for investigation. 35 of the returned samples from lot #5189867 were randomly selected as representative samples for functional testing. All 3 of the returned samples from lot #5408793 were tested. All samples met design specifications. The reported complaint of leakage could not be confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 18-apr-2022.